Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. At 10:30 the meter result was 4.9 inr and at 11:30 the laboratory result was 3.4 inr. The patients therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred.